Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: prevention and treatment of complications in arthroscopic knee surgery.

Event description:
It was reported that on literature review "prevention and treatment of complications in arthroscopic knee surgery¿, liquid was found in the articular cavity post-op on two patients after surgery with a fast-fix. The knee was punctured to remove the liquid and pressure dressing was applied. No further information is available.